Manufacturer narrative:
PMA/510(k) # = p100022/s014. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
I deployed was disastrous and jumped forward a full stent length (intended proximal external iliac but ended up in common iliac) so I deployed a second one, good angio result, imaging was suboptimal due to large patient size but I was surprised by how much it jumped forward despite the wheel deployment feeling smooth. Anyway all stents can jump so I¿ll have to watch closely in future. "As per complaint form": physician wanted to stent two areas with disease. Retrograde, ipsilateral, access was gained through the common femoral artery. The first diseased area that was stented was the common iliac (distal to access site). This was stented with an abbott balloon expandable stent. He used this for exacting placement. He then wanted to place a zilver ptx stent in the right external iliac however, when he deployed it landed in the common iliac below the abbot stent. He then placed another zilver ptx which landed in the intended target lesion in the right external iliac. Poor imaging was a factor. Anatomy wasn't tortuous or calcified. Post-dilatation was performed. No pre-dilatation. The device was flushed twice prior to use. No resistance was encountered when advancing wire or device. The stent delivery system did cross the lesion.

Manufacturer narrative:
PMA/510(k)#: p100022/s014. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to MFR site as follows: importer site contact and address: (B)(6). Cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: (B)(4). Device evaluation: the zisv6-35-80-6.0-40-ptx device of lot number: c1514145 involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. Document review: prior to distribution zisv6-35-80-6.0-40-ptx devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zisv6-35-80-6.0-40-ptx of lot number: c1514145 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number: c1514145. There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed user error whereby the user could not verify that the radiopaque markers were aligned prior to deployment as a result of poor image quality. It is possible that this resulted in strain and increased force at deployment leading to sudden stent release. Based on this possibility, the risk assessment will be completed based on user error. It should be noted that this is merely a possible root cause. A definitive root cause could not be determined as imaging from the procedure was not available for review. The file acknowledges that poor image quality due to the patient's size contributed to this event. Due to poor visibility and sudden stent release, the stent did not deploy in the desired location. Summary: there is no evidence to suggest that this incident did not occur. Therefore, the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
I deployed was disastrous and jumped forward a full stent length (intended proximal external iliac but ended up in common iliac) so I deployed a second one, good angio result, imaging was suboptimal due to large patient size but I was surprised by how much it jumped forward despite the wheel deployment feeling smooth. Anyway all stents can jump so I¿ll have to watch closely in future "as per complaint form": physician wanted to stent two areas with disease. Retrograde , ipsilateral, access was gained through the common femoral artery. The first diseased area that was stented was the common iliac (distal to access site). This was stented with an abbott balloon expandable stent. He used this for exacting placement. He then wanted to place a zilver ptx stent in the right external iliac however, when he deployed it landed in the common iliac below the abbot stent. He then placed another zilver ptx which landed in the intended target lesion in the right external iliac. Poor imaging was a factor. Anatomy wasn't tortuous or calcified. Post-dilatation was performed. No pre-dilatation. The device was flushed twice prior to use. No resistance was encountered when advancing wire or device. The stent delivery system did cross the lesion.

Manufacturer narrative:
PMA/510(k) # = p100022/s014. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4). Cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: (B)(4). Device evaluation the zisv6-35-80-6.0-40-ptx device of lot number c1514145 involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. Document review prior to distribution zisv6-35-80-6.0-40-ptx devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zisv6-35-80-6.0-40-ptx of lot number c1514145 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1514145. There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review a definitive root cause could not be determined from the available information. A possible root cause could be attributed user error whereby the user could not verify that the radiopaque markers were aligned prior to deployment as a result of poor image quality. It is possible that this resulted in strain and increased force at deployment leading to sudden stent release. Based on this possibility, the risk assessment will be completed based on user error. It should be noted that this is merely a possible root cause. A definitive root cause could not be determined as imaging from the procedure was not available for review. The file acknowledges that poor image quality due to the patient's size contributed to this event. Due to poor visibility and sudden stent release, the stent did not deploy in the desired location. Summary there is no evidence to suggest that this incident did not occur. Therefore, the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
I deployed was disastrous and jumped forward a full stent length (intended proximal external iliac but ended up in common iliac) so I deployed a second one, good angio result, imaging was suboptimal due to large patient size but I was surprised by how much it jumped forward despite the wheel deployment feeling smooth. Anyway all stents can jump so I¿ll have to watch closely in future. "As per complaint form": physician wanted to stent two areas with disease. Retrograde , ipsilateral, access was gained through the common femoral artery. The first diseased area that was stented was the common iliac (distal to access site). This was stented with an abbott balloon expandable stent. He used this for exacting placement. He then wanted to place a zilver ptx stent in the right external iliac however, when he deployed it it landed in the common iliac below the abbot stent. He then placed another zilver ptx which landed in the intended target lesion in the right external iliac. Poor imaging was a factor. Anatomy wasn't tortuous or calcified. Post-dilatation was performed. No pre-dilatation. The device was flushed twice prior to use. No resistance was encountered when advancing wire or device. The stent delivery system did cross the lesion.